Manufacturer narrative:
The fiber was not returned the service center for evaluation. The physician discarded the device fragment during the procedure. The cause of the reported event cannot be determined.

Event description:
The service center was informed that reported that during a therapeutic lithotripsy procedure, the tip of the fiber broke off , while inserting it into the ureteroscope. The broken tip did not fall into the patient. The device fragment was observed on the procedure room floor. The physician continued the procedure. The intended procedure was completed with the same device in conjunction with a laser system. The procedure was prolonged maybe 5 seconds. The patient did not require a longer stay or additional procedures. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Complaint investigation was performed, the original equipment manufacturer (OEM) indicated that the fiber stripping process (blade stripping) used by the supplier weakened the fiber tip, which may have contributed to the tip breakages. Additionally OEM reported longer stripped length may also have contributed to the breakages. The blade stripping process has been replaced by micro-stripping process which hasn't shown the tip weakening. The strip lengths have also been reduced to shorter lengths. The OEM is aware of weakened fiber tips in regards to the stripping process during manufacturing. Complaints for the fiber tip breakages should continued to be monitored.